Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions after the initial MDR was filed. Visual inspection of the device showed signs of clinical use. The device had debris present on the bladder and velcro of the device. There was no apparent damage to the tubing or connector. The device was found to be non-hermetic. There was a large tear in the material near the device ties that runs for about one half inch in length. A review of the DHR could not be performed as the lot number was not reported. The reported event could be attributed to: - ptc damaged or broken during use (leak) - ptc coming into contact with sharp object or surface. The instructions for use (IFU) state: -warnings: --it is important that the tourniquet cuff be applied at the proper location with adequate pressure for the appropriate amount of time. --avoid needles, towel clips, leg holders and other equipment that can puncture or otherwise damage the cuff. -directions for use: --before beginning the procedure, verify compatibility of all devices and accessories. --prior to surgery, select the proper sized tourniquet cuff by measuring the circumference of the patients' limb. This will avoid problems caused by a tourniquet cuff that is too small or too large. --secure the cuff fasteners to ensure that the cuff stays in place during the procedure. --if the package is damaged or if it was opened and the device was not used, return the device and packaging to stryker sustainability solutions. --inspect the device for overall condition and physical integrity. Do not use the device if any damage is noted. Return the device and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the tourniquet cuff was not holding air. There was no breakthrough or excessive bleeding. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The device has not yet been returned to stryker sustainability solutions for evaluation. As the device was not returned for evaluation, visual and functional inspection was unable to be performed. A review of the DHR could not be performed as the lot number was not reported. The reported event could be attributed to: hose connector damaged or broken during use; tourniquet cuff incompatible with devices and accessories; wrong size tourniquet cuff used; improper connection to pump. The instructions for use (IFU) state: warnings: it is important that the tourniquet cuff be applied at the proper location with adequate pressure for the appropriate amount of time; avoid needles, towel clips, leg holders and other equipment that can puncture or otherwise damage the cuff. Directions for use: before beginning the procedure, verify compatibility of all devices and accessories; prior to surgery, select the proper sized tourniquet cuff by measuring the circumference of the patients' limb. This will avoid problems caused by a tourniquet cuff that is too small or too large; secure the cuff fasteners to ensure that the cuff stays in place during the procedure; if the package is damaged or if it was opened and the device was not used, return the device and packaging to stryker sustainability solutions; inspect the device for overall condition and physical integrity. Do not use the device if any damage is noted. Return the device and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. A supplemental MDR will be submitted once the device evaluation is completed. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the tourniquet cuff was not holding air. There was no breakthrough or excessive bleeding. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.